Manufacturer narrative:
6a. Year valid only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted on an unknown date. Eight years later the patient was diagnosed with a ia endoleak there was no migration noted. The following day intervention was performed. A heli-fx applier was intended to be used but it was reported that during preparation of the device the blue light error turned on and the device was then discarded. Another applier was used to complete the procedure. The ia endoleak fully resolved after the implant of endoanchors. The cause of the ia endoleak per the physician was neck dilation likely due to hypertension. The cause of the blue light error was due to a device issue. No additional clinical sequalae were provided and the patient is fine.